Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a system message indicating lost eye contact followed by a loss of suction during lasik flap creation of the left eye. The patient interface was exchanged and procedure was completed.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) was able to confirm eye contact lost messages and vacuum low message in the log files. Fse confirmed eye contact light barriers are operational and set within specifications. Fse could not duplicate any issues with eye contact or vacuum. Fse replaced the light barriers as a preventative measure and successfully completed system verification to specification. Review for the day of treatment shows the user prepared 7 treatments and one of them was aborted. This aborted treatment is the reported treatment. During the bed cut of the reported treatment the warning message appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. The user did not restart the aborted treatment. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The reported suction loss error is caused by bad docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The manufacturer internal reference number is: (B)(4).